Event description:
It was reported a sjm representative had met with the patient and programmed her scs system. The patient reported feeling stimulation in her chest and ribs. X-rays identified her lead had migrated. Surgical intervention was to be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.